Manufacturer narrative:
Cont e1 phone number- (B)(6). The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade ii.

Event description:
Patient reported of the left side device: "prosthesis was textured". Patient reported "capsular contracture baker grade ii" and "rippling". The device was explanted.